Event description:
It was reported that the right atrial (ra) lead had high thresholds, high impedance, possible fracture and atrial oversensing which resulted in the device detecting atrial fibrillation (af). The implantable cardioverter defibrillator (ICD) had unexpected longevity. The ra lead was capped and replaced and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated the impedance on the atrial pacing lead was beyond the expected upper range and measured 4047 ohms, and also indicated atrial oversensing episodes which were registered as atrial tachycardia/atrial fibrillation (af).